Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the cassette lock only works sporadically¿ was confirmed. The cassette lock is not recognized. The cause was the lock sensor. The lock sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the cassette lock only works sporadically¿, during device evaluation it was found the lock sensor did not work. There was no reported patient involvement.